Manufacturer narrative:
Follow-up # 1 date of submission 4/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 3/20/2017 with the following findings: during visual inspection of the pump, it was observed that the display screen was not blank therefore the investigation could not duplicate the initial complaint. It was also observed that the display screen was dim and discolored. The pump was opened and there was no damage to the display connector or display flex cable. The display latch was secure. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.